Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. According to the complainant, while pulling the device out of the scope, it was noted that the end of the catheter completely broke off in two separate pieces. Nothing detached inside the patient and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.